Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.

Event description:
A capsular damage involving an envista iol was reported. It is unclear if the capsule damage happened during phaco, lens implant, or lens rotation. Additional information was requested but not received.